Event description:
This patient had the following medical history: hyperlipidemia, hypertension, and previous ptca of the first obtuse marginal (om) in 2001. The patient was admitted with stable angina 3, and was taking aspirin, clopidogrel, heparin, beta-blockers, nitrates, ace-inhibitors, and serum lipid lowering agents at screening. The restenotic first om was treated with a 3.00x8mm cypher stent (lot r0702303). The vessel was 80% stenosed. The lesion was 6mm and discrete. The site was not predilated. During the procedure, 7500 units of heparin and 0.2 mg of nitroglycerin were given. The site was not postdilated. There was no post procedure stenosis. Approximately fifteen months later, the patient started having left-sided thorax pain. He was admitted to the hospital. An egk and stress test were done, but there was no proof of ischemia. Pain medication was given. The event was reported as resolved. Per investigator, this event was not related to the device or procedure. Approximately eleven months later, the patient was admitted again. The patient had re-angio done. There was 50% target lesion diameter stenosis. No re-ptca was done.

Manufacturer narrative:
This device, 3.0 x 8mm cypher clinical (lot r0702303) is distributed outside the united states; however it is similar to the united states product. The product is not available for analysis.